Event description:
It was reported that a spectrum pump alarmed and locked-up either while infusing or plugged in. If turned off, the device displayed a black screen with white writing that showed system error 0 or 222 ¿kwikpeg task starved¿ during multiple steps. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4 catalogue#, g4 PMA/510k # or bla #: unk - spectrum. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.